Manufacturer narrative:
The customer's report of a leak at the engagement of the filter connection was confirmed to be a separation. During inspection, the separation was observed at the engagement between the tubing and inlet port of check valve component. The end of the separated tubing was observed to be deformed with one side folded/pushed inwards. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection, it was observed that the set was separated at the engagement between the tubing and the check valve¿s inlet port. The root cause was identified as due to a mis-assembly of the set during its manufacturing process.

Event description:
It was reported that the nurse spiked the IV bag of sodium chloride 0.9% 1000ml to infuse at a rate of 500ml for the duration of 2 hours. While priming the tubing set, the nurse noted that there was a leak at the engagement of the filter connection above the blue safety clamp. The tubing set was replaced and no other issues were identified. The customer further stated that there was no patient involvement as the leak was discovered prior to patient use, as well as, there were no adverse effects caused to the adult patient from the event.